Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. Intermittent loss of capture was noted on the right ventricular (rv) lead. The lead was reprogrammed and then inactivated and replaced. No further patient complications have been reported as a result of this event.